Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burnt on the forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event can be detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope 4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.